Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration? Yes/ perforation? Yes') and uterine perforation ('migration? Yes/ perforation? Yes/structures are also found embedded within the myometrium') in a 37-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included paratubal cyst and uterine fibroid. On(B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), metrorrhagia ("metrorrhagia"), blood disorder ("blood/heart disorder- blood disorder"), anaemia ("anemia"), cardiac disorder ("blood/heart disorder- heart disorder") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("hormonal changes describe: gain weight"). The patient was treated with surgery (total abdominal hysterectomy/ bilateral salpingectomy ligasure). Essure (ess205) was removed on 3-jan-2019. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, female sexual dysfunction, menorrhagia, metrorrhagia, blood disorder and cardiac disorder outcome was unknown and the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, anaemia, weight increased and vaginal haemorrhage had not resolved. The reporter considered abdominal pain, anaemia, back pain, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 189 lbs, patient received IV iron infusion diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: new events: weight gain, vaginal bleeding and she did not undergo an essure confirmation test were added, outcome of the events were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration? Yes/ perforation? Yes') and uterine perforation ('migration? Yes/ perforation? Yes/structures are also found embedded within the myometrium') in a 37-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included paratubal cyst and uterine fibroid. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), metrorrhagia ("metrorrhagia"), blood disorder ("blood/heart disorder- blood disorder"), anaemia ("anemia"), cardiac disorder ("blood/heart disorder- heart disorder") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("hormonal changes describe: gain weight"). The patient was treated with surgery (total abdominal hysterectomy/ bilateral salpingectomy ligasure). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, female sexual dysfunction, menorrhagia, metrorrhagia, blood disorder and cardiac disorder outcome was unknown and the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, anaemia, weight increased and vaginal haemorrhage had not resolved. The reporter considered abdominal pain, anaemia, back pain, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 189 lbs, patient received IV iron infusion diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration? Yes/ perforation? Yes'), uterine perforation ('migration? Yes/ perforation? Yes') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), blood disorder ("blood/heart disorder- blood disorder"), anaemia ("anemia") and cardiac disorder ("blood/heart disorder- heart disorder"). The patient was treated with surgery (tah/ bso). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, female sexual dysfunction, menorrhagia, metrorrhagia, blood disorder, anaemia and cardiac disorder outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and uterine perforation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-aug-2019: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product indication female sterilization updated. Essure start date and stop date updated. Events: migration? Yes/ perforation? Yes, migration? Yes/ perforation? Yes, general abnormal bleeding, pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhea, apareunia, menorrhagia, metrorrhagia, blood/heart disorder- blood disorder, anemia, blood/heart disorder- heart disorder were newly added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.